Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed a message saying, "max continuous lamp output. Light intensity may be lower," two minutes after it was connected. The image gradually darkened until nothing can be seen. It is unknown when the reported event occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.